Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned for evaluation. A cut was observed in the outer catheter. The device was flushed and leaked from the observed cut. The root cause for the outer catheter separation from the distal tip is unknown. The complaint investigation is confirmed for a cut in the outer catheter. It is unknown whether procedural issues contributed to the reported event. It is possible that the root cause for the cut in the catheter is manufacturing related. An internal investigation was conducted at the manufacturing site and changes were implemented, including a tactile inspection of the catheter shafts prior to packaging and placing the catheters in the packaging hoops immediately after punching the side hole to prevent any unnecessary handling.

Event description:
It was reported that during preparation for a procedure saline was leaking from the middle of the catheter. There was no patient involvement.